Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other clip delivery system is filed under a separate medwatch report.

Event description:
This report is filed because the clip delivery system (cds 61012u153) became caught in the subvalvular structure, possibly causing tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The first clip was implanted successfully reducing mr to 2. A second clip delivery system (cds 60803u163) was advanced to the mitral valve to further reduce the mr. When opening the clip with the arm positioner, the delivery catheter shaft bent about 90 degrees medial, resulting in irregular movement. The clip was not implanted and the cds was removed. Another cds (cds 61012u153) was advanced to the mitral valve to place the clip medial to the first implanted clip; however the cds became entangled in the subvalvular structure. Standard troubleshooting was performed to successfully free the clip. The clip was implanted lateral to the first implanted clip. However, the mr increased to 4. It is suspected that leaflet or chordal tissue damage may have occurred although this was unable to be confirmed on echocardiogram. A third clip was placed lateral to the two implanted clips, reducing mr from 4-3. The patient is stable. No additional treatment is planned at this time. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction brand name and part# - clip deliery system nt , cds0502. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the clip becoming caught on the subvalvular structure resulting in difficulty removing the device in this incident could not be determined. The suspected leaflet/chordal damage was likely a result of procedural conditions and due to the clip interacting with the subvalvular structure. The observed increased mitral regurgitation (mr) was likely a symptom/secondary effect of the tissue damage to the valve. The reported patient effects of mitral valve injury and worsening mr, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.